Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reports an abutment fracture - abutment and cone are present, along with a screw fragment - unreported fractures from the past. Call with the customer regarding. Prosthetic restoration: (B)(6) 2009. First prosthetic fracture: (B)(6) 2026. Second prosthetic fracture: (B)(6) 2020. No record of the most recent prosthetic restoration.